Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the driver, control unit, motor and foot switch were returned for evaluation and were physically investigated. During physical inspection a damage of the case and the foot switch discovered. Furthermore, the cable of the motor was damaged. The reported incomplete or inadequate connection can be confirmed due to the damaged power cable of the motor. The reported intermittent loss of power can be confirmed due to the break of the motor. The reported self-activation or keying can not be confirmed, as the malfunction was not re-producible during investigation. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure, the device has no known issue. It was further reported that however, after evaluation at the service center, it was found that the device foot switch was allegedly activated on its own, the foot switch was allegedly difficult to unplug, and the motor wire was allegedly loosened. There was no patient contact.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure, the device has no known issue. It was further reported that however, after evaluation at the service center, it was found that the device foot switch was allegedly activated on it's own, the foot switch was allegedly difficult to unplug, and the motor wire was allegedly loosened. There was no patient contact.